Manufacturer narrative:
Other, other text: this MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Additional information. Provided:d5, e4 h3, h6, h10a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. The sample was received in used conditions without its original packaging. One sample was received and visually inspected under normal conditions of illumination finding no issues. Functional testing was performed by using a syringe to infuse water into the bag finding a leakage was detected in one of the top corners of the bag. A review of the manufacturing process for was conducted by quality engineer in order to verify that there are no situations or practices that could create the event. No discrepancies were found. In order to determine root cause, a corrective and preventative action has been opened to address the reported issue. As a preventive action, a notification to the production personnel of this complaint was conducted by the production supervisor.

Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received that the cadd cassette is leaking at pre-use check. No adverse patient effects and no patient injury.